Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was prematurely exposed/deployed during insertion into the 5f non-cordis sheath. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The mynx vcd was used in an interventional procedure. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was prematurely exposed/deployed during insertion into the 5f non-cordis sheath. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly). The mynx vcd was used in an interventional procedure. The deployer was mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2303901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, prep factors and/or handling factors may have contributed to the issue reported since the customer stated that the sealant was exposed during insertion into the sheath. If the outer sleeve is damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.